Event description:
The customer stated the device has a charge button failure. The issue was discovered during testing.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.